Manufacturer narrative:
Evaluation results: other = device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: upon receipt at medtronic's quality laboratory, the valve was cut longitudinally through the non-coronary cusp and aortic wall adjacent to the right non-coronary commissure. Two pieces of the aortic wall and two small sections of the sewing ring were also received for analysis. The left and right cusps are intact. The non-coronary cusp appeared to have been cut longitudinally with a section of tissue, possibly the pseudoaneurysm, removed during explant and not returned for analysis. Remnant of pannus (host tissue) remained attached to the inner wall along the suture line on the outflow edge of the right cusp. Tan to brown friable host material, of unk origin, remained attached to the exterior wall and pledgets along the existing sewing ring. Radiography showed no evidence of mineralization on the valve or host tissue. Conclusion: review of the device history record shows that this valve met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The surgeon reported that the patient's native tissue had deteriorated, leading to the formation of the pseudoaneurysm. The effect of the pannus, which is generally considered a patient related condition, is unk in the analysis findings because of the returned condition of the bioprosthesis.

Event description:
Medtronic received information that this bioprosthesis valve, implanted 2.5 months, was explanted due to pseudoaneurysm along the suture line near the non-coronary sinus. The surgeon reported that the patient's sub-annular tissue was of poor quality and had deteriorated, eventually leading to the formation of the pseudoaneurysm.